Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with 1 syringe juvéderm voluma® xc in the right lateral cheek. The patient experienced ¿late onset nodules¿ 4 months later at the injection site. Twelve days later, the patient was treated with clarithromycin 500 mg bid x 2 weeks. The symptoms fully resolved 2 weeks later.